Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a change in the right ventricular (rv) sensing was noted. After the pacing threshold test, post-sensed t-wave oversensing episode was revealed with a loss of capture. The physician preferred to not take any action and to monitor the patient by follow-up. The patient is in stable condition.